Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed a drop of clear liquid where the needle exits the needle housing and at the tip of the needle guard. The needle guard was observed to be present on the needle. The safety mechanism was observed to be not activated. No obvious damage or use residue on the sample was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the nurse in charge followed the doctor's instructions to puncture the patient's implanted port to prepare for intravenous infusion. After connecting the disposable implantable drug delivery device to the syringe and venting it, she found fluid leaking from the hub of the disposable implantable drug delivery device. The responsible nurse immediately stopped the procedure, replaced the single-use implantable drug delivery device with a new one, and repeated the air removal process before performing the puncture. Since the issue was detected promptly, no significant adverse consequences occurred.